Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic video assisted thoracoscopic wedge resection. On the final intended firing to complete 2 separate wedge resections in the patient, the device partially fired. The staple line was complete but the blade appeared to stop 2cm short of the expected cut line, as marked on the reload. This happened with two separate reloads in the same patient. An additional reload was used to complete the resection. No patient injury or extension in surgical time. Patient status is alive, no injury.